Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions occurred. Reportedly, customer changed the pump supplies to resolve the reported issue. There was no impact to customer's blood glucose level.